Manufacturer narrative:
Concomitant medical product: unknown balloon catheter. Complaint conclusion: a saber 6mm x 4cm x 90cm percutaneous transluminal angioplasty (pta) balloon catheter (bc) was delivered to the lesion, inflated and it ruptured. There was no reported patient injury. The lesion had a little calcification. The procedure was completed with a new balloon catheter. The vessel has slight tortuosity. There was a little vessel angulation. The device was being used to treat chronic total occlusion (cto). The target lesion was the superficial femoral artery (sfa). The product looked normal when it was removed from its packaging. There was not any difficulty removing the product from the hoop. There was not any difficulty removing the protective balloon cover. There was not any difficulty removing the stylet or any of the sterile packaging components. There were not any kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was not any resistance or friction while inserting the balloon through the rotating hemostatic valve. There was not any resistance or friction while inserting the balloon through the guiding catheter. The catheter was never in an acute bend. The rupture occurred during inflation. The maximum inflation pressure was 10 atmospheres (atm). The product was removed intact from the patient. No other anomalies were noted when the device was removed from the patient. The product was not returned for analysis. A product history record (phr) review of lot 17697191 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of chronic total occlusion (cto) and calcification may have contributed to the reported event as calcification is known to cause damage to balloon material. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least (B)(4)% of the balloons (with a (B)(4)% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber 6mm x 4cm 90 percutaneous transluminal angioplasty (pta) balloon catheter (bc) was delivered to the lesion, inflated and it ruptured. There was no reported patient injury. The lesion had a little calcification. The procedure was completed with a new balloon catheter. The device will not be returned for analysis due to suspicious infectious diseases. The vessel has slight tortuosity. There was a little vessel angulation. The device was being used to treat chronic total occlusion (cto). The target lesion was the superficial femoral artery (sfa). The product looked normal when it was removed from its packaging. There was not any difficulty removing the product from the hoop. There was not any difficulty removing the protective balloon cover. There was not any difficulty removing the stylet or any of the sterile packaging components. There were not any kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was not any resistance or friction while inserting the balloon through the rotating hemostatic valve. There was not any resistance or friction while inserting the balloon through the guiding catheter. The catheter was never in an acute bend. The rupture occurred during inflation. The maximum inflation pressure was 10 atmospheres (atm). The product was removed intact from the patient. No other anomalies were noted when the device was removed from the patient.